Manufacturer narrative:
One opened probe was received with no tip protector. At the time of the receipt, the probe needle was observed to be completely broken off and was returned in a separate bag. The returned sample was visually inspected and found to be non-conforming with the needle/stiffener assembly separated from the rest of the probe assembly. The sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A couple wear marks were observed at one location along the inner cutter. A photo of the product has been reviewed and the photo confirmed that the needle assembly has detached from the probe assembly. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation confirms the reported issue of detachment. The root cause for the component detachment is the adhesive bond failure which caused the needle assembly to detach from the rest of the probe assembly. An internal investigation was completed and improvements to the adhesive bond have been identified. A photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the "stiffener" of probe where the handle and metal part was put together was defective and it's tip came out during a cataract/vitrectomy combination procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.